Event description:
Patient under went revision knee surgery using the triathlon ts revision knee system. This was revision surgery #1 of the primary knee replacement to address instability.

Manufacturer narrative:
Corrected implant/explant dates. Event regarding revision due to instability involving an unknown tibial insert was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined due to the minimal information received.

Event description:
It was reported, "surgical scrub tech dropped revision femoral implant on the floor during assembly. The femoral implant and four augments with the locking screws were disassembled, hand washed, flash sterilized, presented back to the sterile field, washed in betadine solution, cleaned, and finally reassembled. The offset and stem were assembled also. Cement was then mixed and implantation continued."

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.